Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not cleaning the area before starting the pd. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day as onset, the patient was hospitalized for the bacterial peritonitis event. On an unreported date, the patient was treated with unknown antibiotics (doses, frequencies, duration and routes of administration was not reported) for the event of bacterial peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported 15 days after the onset of peritonitis the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.